Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead, implanted with a cardiac resynchronization therapy pacemaker (crt-p), exhibited high pacing impedance measurements greater than 1,500 ohms and noise on the pace/sense channel. An invasive procedure was performed. The same observations were also observed with the lead connected to a pacing system analyzer (psa). The lead was surgically abandoned and another manufacturer's rv pace/sense lead was implanted. No additional adverse patient effects were reported.